Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2017. A report received on (B)(6) 2017 states that the lead was explanted due to severe infection. The physician was dr. (B)(6) at (B)(6) in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).